Manufacturer narrative:
The reported events were dislodgment and inadequate capture. A complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Event description:
It was reported that the patient presented to the hospital for a cardiac resynchronization therapy with defibrillator (crtd) implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold and became dislodged after it was placed and slitted. The lv lead dislodgement was confirmed via fluoroscopy. The lv lead was not used; instead, a dual-chamber defibrillator was implanted. The patient remained in stable condition.